Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted due to endocarditis. A temporary crt-p device is in use. This explanted crt-p, along with explanted right atrial lead, right ventricular lead, and left ventricular leads are expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.